Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was recommended to replace the oxygen (o2) sensor. Covidien was not authorized to conduct the repair.

Event description:
It was reported that oxygen (o2) sensor failed calibration for an 840 ventilator. The ventilator was not in use on a patient at the time the event occurred.